Event description:
The affiliate reported: the cerebrospinal fluid cant be evacuated, it stays blocked in the drip chamber leading to a bad evacuation and an increase of the intracranial pressure. As a result the device will be returned for investigaiton.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
An eds iii was returned for evaluation. The investigation of the eds iii did not confirm the problem reported by the customer. The lot number is crdcjm, product code 82-1730. The eds iii was visually inspected, biological debris was found in the drip chamber, this was removed with a syringe. Biological debris has come into contact with the filter in the drip chamber. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed, and emptied into the collection bag, the flow slowed down when the level of purified water reached 5ml mark on the drip chamber. Review of the history device records confirmed the product code 82-1730, with lot number crdcjm, conformed to the specifications when released to stock on the (B)(6) 2014. The root cause of the problem reported by the customer could not be determined, as the purified water flowed from the drip camber into the collection bag. Due to the result of the investigation, no corrective action needed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.